Manufacturer narrative:
B3 date of event: "earlier in the week" of 18jul2025. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral leg case, a cxi support catheter separated into multiple pieces "close to the tip" while inside an unspecified sheath. The sheath was removed with the broken catheter inside. No additional intervention was needed to remove the separated catheter from the patient. Another device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a peripheral leg case, a cxi support catheter separated into multiple pieces "close to the tip" while inside an unspecified sheath. The sheath was removed with the broken catheter inside. No additional intervention was needed to remove the separated catheter from the patient. Another device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 04sep2025. A competitor's sheath was used with the catheter. The anatomy was "probably" calcified and stenosed. A contralateral approach was used. A power injector was not used. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter was separated into three sections. The first section measured approximately fifteen centimeters from the strain relief. The second section measured approximately 9.5-centimeters. The third section measured approximately 26.5-centimeters and one end appeared crumpled and twisted. Lamination extended past the point of separation in two sections. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for the final or sub-assembly lots. The product IFU states ¿activate hydrophilic coating by wetting the catheter with heparinized saline solution or sterile water. To ensure hydrophilic activation, wet the entire surface of the catheter. Note: the surface of the catheter may become dry if not used immediately after activation.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04sep2025. A competitor's sheath was used with the catheter. The anatomy was "probably" calcified and stenosed. Contralateral approach was used. No power injector was used through crossing catheter.